Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: metal tip is worn and corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after various reprocessing cycles, rust forms on the co² connection of the subject device's optic rinsing bottles. The issue was identified during reprocessing. There were no reports of patient involvement.